Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ winged IV catheter was defective and shred apart during use. The following information was provided by the initial reporter: "we are getting reports back from some of our nicu nurses that they are experiencing issues with the bd insyte autoguard winged 24 ga 0.75in catheter. They are reporting that the catheter seems to be shredding"

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ winged IV catheter was defective and shred apart during use. The following information was provided by the initial reporter: "we are getting reports back from some of our nicu nurses that they are experiencing issues with the bd insyte autoguard winged 24 ga 0.75in catheter. They are reporting that the catheter seems to be shredding."